Event description:
The product listed in this complaint is a distributed product. A letter has been sent to both the customer and the manufacturer regarding this issue. The manufacturer will follow up with the customer for further investigation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).